Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was inspected and no trace of moisture was found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it was no longer working. The customer¿s blood glucose level was 213 mg/dl at the time of the incident. The customer also stated that the screen was not readable as there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will return for analysis.